Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy cycles"), amenorrhoea ("I haven't had a period since august") and haemorrhoids ("internal hemorrhoids"). At the time of the report, the pelvic pain, menorrhagia, amenorrhoea and haemorrhoids outcome was unknown. The reporter considered amenorrhoea, haemorrhoids, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had 28 symptoms since getting the essure placed. Diagnostic results: the test in the office came back negative. "Concerning the injuries reported in this case, the following one was reported via social media : pelvic pain, bleeding menstrual heavy, amenorrhoea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:internal hemorrhoids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.